Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of a recanalization catheter, the distal tip of the recanalization catheter allegedly separated from the catheter but remained attached to the core wire. Reportedly, a guidewire was used to complete the procedure. There was no patient contact.

Event description:
It was reported that during preparation of a recanalization catheter, the distal tip of the recanalization catheter allegedly separated from the catheter but remained attached to the core wire. Reportedly, a guidewire was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One crosser catheter was returned for evaluation. The outer catheter of the returned device was noted to be separated from the distal tip of the device. The marker band was noted to be in place on the outer catheter. Therefore, based on the returned device, the investigation is confirmed for material separation. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. ( expiration date: 03/2019). (B)(4).